Event description:
During a diagnostic laparoscopic procedure, per surgeon's medical record: "using unipolar electrocautery to fenestrate a polar cyst an electrical injury occurred involving the right pelvic sidewall. It was determined that the grounding pad had been improperly placed." The iliac artery was sliced, an open surgery repaired the damage. Pt was hospitalized for 3 extra days before being released.